Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot xg8cblm0 mfg date: 06/01/2006, exp date: 06/30/2011, lot xe8bwsm0 MFR date: 05/01/2006, exp date: 06/30/2011, lot xa8pslm0 mfg date: 01/01/2006, exp date: 06/30/2011.

Event description:
International customer reports that a pt presented with successive granulation of the suture with a positive culture at an unspecified time following orthopedic surgery. No further info was provided.